Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/21/2013with the following findings:during investigation, the bolus button was found to be intact and was responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was not responding. This issue was observed today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.